Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. It was reported that the patient¿s blood glucose was greater than 250 mg/dl, but less than 500 mg/dl with no symptoms. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 07/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2015 with the following findings: there were unexplained pump reboot events observed in the black box. The battery compartment was cracked above and below the bumper pad. The returned battery cap had stripped threads and was unable to fully attach to the pump. Pump reboot events were duplicated with the returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test with no power interruptions. There was no evidence of internal moisture or damage to the power circuit found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.